Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. Vessel access was maintained and a starclose se was used to achieve hemostasis. The physician is reported to be trained in the use of the proglide device. A 6fr sheath was used. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment. However, the link was pulled from the swage end of the posterior cuff during the needle plunger retraction, which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Therefore, the reported product experience is confirmed. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. The link pull suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors include, but are not limited to, manufacturing, challenging anatomical conditions, and deployment techniques. The suture was returned intact. There was no indication that it was dragged through the device or suture bearing while retracting the needle plunger, which could have contributed to a link pull. Every link assembly is appropriately inspected and tested for proper assembly during manufacturing. During testing, the plunger was inserted and retracted successfully without any observable resistance. There were no reported challenging anatomical conditions which could have contributed to a link pull. Based on the reported information and the investigation, the probable cause for the link pull from the swage end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.